Event description:
The doctor reports, that the dental implant located in dental position number #12 failed, due to peri-implantitis. Implant was removed. And procedure was completed. The doctor reported, inflammation and suppuration.

Manufacturer narrative:
Zimmer biomet (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: manufacturer email address, d4: additional device information, d9: device availability, g1: contact office (and manufacturing site for devices) contact name and email, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem. DHR review was completed for the subject lot number#: 60492310. No deviations or non-conformances. Which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record: unknown. Was reviewed and verified, to have passed all sterilization activities with no issues or nonconformities identified. Complaint history: review was performed, for the reported lot number#: 60492310, for similar events and no other complaint was identified. Review completed utilizing keywords: peri-implantitis. A summary investigation has been completed, for peri-implantitis events recognizing that a definitive root cause cannot be identified, due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.), patient habits (e.g., smoking) and surgical technique. Previously, completed investigations for these events have not identified, any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received, which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: summary investigation.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor reports that the dental implant located in dental position number #12 failed due to peri-implantitis, implant was removed and procedure was completed. The doctor reported inflammation and suppuration.